Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Visual inspection of the partial lead found multiple external insulation abrasions that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.